Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d3. Manufacturer name and address. D4. Lot. D5. Operator of device. D9. Date device returned to manufacturer. G1. Manufacturing site name and address. H4. Device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: upon visual inspection of the complaint device it can be seen that the instrument is in good condition, with only a few signs of use at the connection points where the nail got attached and where the driving-cap got attached. We are not able to confirm complaint description, as we are not able to confirm any malfunction of the returned product. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. This lot passed all inspection steps during manufacturing without any deviations and was function checked per 100%. Summary: we are not able to confirm complaint description, as we are not able to confirm any malfunction of the returned product. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints from this article and lot number. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during the insertion of the nail, the trochanteric fixation nail advanced (tfna) insertion instrument threads broke off in the insertion handle while seating the nail. Normal blows were used without excessive force for ~ 5-6 blows. The threads broke off in the insertion handle as the nail was finally seated. The instrument was able to be used again by hand for (2) final taps to adjust nail height minimally by holding the instrument in place. This did not delay surgery or impact the patient. The driving cap was inserted and tightened before use. Concomitant device: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This report is for (1) hybrid insertion handle. This is report 2 of 2 for (B)(4).